Manufacturer narrative:
Concomitant product: 4023 lead, implanted: (B)(6) 1994; 419388 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient complained of their 'heart skipping', and noise oversensing was observed on both the atrial and ventricular leads. The leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.